Event description:
It was reported by repair work order that the side rail could drop unsupported upon being unlatched by the caregiver due to broken assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.